Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced discomfort with their implantable pulse generator. Device was explanted as a result however the date of the explant is estimated. No further information is available at this time due the patient declining to provide further information.